Event description:
It was reported that faradrive steerable sheath was selected for use during pulmonary vein isolation for the treatment of paroxysmal atrial fibrillation. It has been mentioned that during the introduction of the farawave catheter, lots of air bubbles were noted in the sheath shaft and aspirating syringe. The process of aspiring and flushing was repeated again and concluded that valve of the sheath was faulty. Blood leak was also noted from the valve of the sheath. No air was noted in the patient. The procedure was completed using new sheath. No patient complications occurred.